Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturing representative. Device information was received. Impedance values were checked and no electrodes were out of range. The cause of the lack of stimulation from the lead was not determined.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3387s-40, lot# va1fae0, implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(4) (rep, for) information was received from a manufacturing representative about a patient with an implantable electrical lead for unknown indications for use. It was reported that the lead did not electrically stimulate the patient since it has no effect even when the stimulation was turned up to 10 v. The cause of the issue was stated to possibly be due to a little bleeding during the procedure which may have caused an edema at the implant site. A second test cable was used and the issue persisted. The lead was taken out at the procedure and a replacement was used. The issue was resolved at the time of the report. There were no symptoms reported. No further complications were reported or anticipated.

Manufacturer narrative:
Analysis of the lead found suspected breaches in the wire insulation and conductors. Low impedance was found no a leakage test. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.